Manufacturer narrative:
Product analysis conclusion: the reported inaccurate delivery and type ia endoleak could not be assessed on the pre-implant film provided. Angiograms showing he deployment of the device and post-implant CT's were not available for assessment of the stent graft in vivo configuration. The anatomical characteristics reported to have been the cause of the reported event (i.e. Angulated neck) cold be appreciated on the films returned. The severe calcification observed may have also been a contributory factor in the events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft was implanted emergently due to the impending rupture of a aaa .  It was reported that during the index procedure, as the aortic neck was tortuous the landing zone had an according like shape and the placement of the endurant bifurcate was implanted more distally than planned. A type ia endoleak occurred and an endurant cuff was then added astreatment, but it was noted that the supra-renal stent of the main body was at a bend, so the endurant cuff could not be implanted to the lesser curvature, resulting in insufficient seal of the endurant cuff and the type ia endoleak persisting. So there was no seal and a type ia endoleak persisted. The endoleak was confirmed on a contrast enhanced CT open conversion was performed and the stent grafts were partially explanted.  Per the physician the cause of the event was anatomy and a advanced tortuous neck.  No additional clinical sequalae were provided and the patient will be monitored.